Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The ep pack was replaced as well as the batteries. Functional verification testing was completed without further issues and the unit was returned to service. The ep pack was returned to the manufacturer site for a detailed investigation and repair. Results revealed a malfunction of the switch-mode power supply causing the batteries to be activated and discharged. If the ups cannot switch back to mains mode, the batteries will be discharged completely. The system runs into a powerless situation. The battery switching circuit board, the power supply and the batteries will be replaced in order to solve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system went down during a procedure. All displays and pumps displays became black and the pumps stopped rotating. There was no circulation for 1 minute thus, the users started to hand-crank the s5 pump to continue the procedure and prepared a s3 pump as backup. The user hand-cranked the pump for 4 minutes and then used the s3 pump for 11 minutes until, after several attempts, they were able to restart the s5 system. The system was working properly again. There was no report of patient injury.